Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported while the patient was on impella cp support, the pump unexpectedly stopped pumping. The pump was explanted, and it was noted the patient survived explant. There were no allegations of patient injury.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported pump stop has been completed data logs showed that there was first a brief "impella stopped - motor current high" alarm prior to the pump stop that did not cause pump failure. Although, upon the occurrence of this alarm, the motor current spiked and the pump flow lost pulsatility. About 40 minutes after the "motor current high" alarm, the pump stopped immediately upon the occurrence of alarm 119 and was unable to restart. Visual inspection of the returned pump revealed a significantly large purge gap and a significant amount of biomaterial on and around the impeller. Only the resistance between motor phase 1 and 3 was within specification; the other two phase values were well beyond specification (in megaohms). The catheter did not rotate relative to the kink protector, but high resistance values were measured briefly when applying stress to the white motor cable between 20 cm and 100 cm. The motor cables were observed to be twisted around each other at the joint between the catheter and the pump handle. In conclusion, it was determined that the cause of the pump stop was an open line due to damaged motor cables. Additionally, the pump was observed to have bearing wear but this did not result in a pump failure.